Manufacturer narrative:
No button error alarmed during testing. The pump had intermittent bolus express button response due to moisture damage keypad traces. The pump passed rewind test, basic occlusion test and displacement test. The pump was unable to prime at 2.5 pounds during prime test due to faulty force sensor system. No motor error alarm was noted. The motor passed motor test. The pump had minor scratched lcd window, cracked case at display window corner, cracked reservoir tube lip, missing end cap sticker and cracked case at reservoir tube window corners.(B)(4).

Event description:
The customer's mother reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 165 mg/dl. The mother stated that her daughter's pump also alarmed motor error. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.